Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient had ongoing gastroparesis and peristaltic movement disorder. The patient was unable to eat and continues to lose weight. The case had already been completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.